Manufacturer narrative:
The report received indicated that while removing the 90 cm. 6 fr. Si brite tip sheath from the patient, it broke into pieces. There was no reported patient injury. The product was saved and is available for inspection. Additional information received indicated that the procedure was an interventional endovascular procedure. The target lesion was the superficial femoral artery (sfa). No target lesion characteristic information was available/provided. There was no product withdrawal difficulty reported. No additional intervention was necessary in order to remove the separated portion of the device from the patient. The device separation reported was described as a separation of the hub from the body. There was no reported difficulty inserting the device into the patient. The additional equipment used during the procedure was reported to be not applicable. There were no reported product issues with the additional equipment used. The product was stored properly according to the instructions for use (IFU). There was no reported damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the IFU with no problems noted during preparation. There was no other product issue noted either at the account, after the procedure or prior to shipping for inspection. The product was returned for inspection and the preliminary comments indicated that no secondary failure was noted. No additional information is available. A non-sterile si brite tip f6 90cm cannula sheath and a vessel dilator were received for analysis inside a plastic bag. Per visual analysis, the mentioned csi cannula sheath was received elongated and separated. Elongation was observed all over the cannula body beginning at 26.0 cm from the distal tip. The separated edges on the received elongated cannula look as if a tremendous force was applied until break/separation occurred on the cannula sheath. Also, several kinks were observed on the cannula body at different locations all over the cannula elongation. No other anomalies found. The received cannula sheath od and ID were measured near as possible of separated area with the following results: cannula od/ID at proximal were found out of specification (due to elongations as observed), while cannula od/ ID at distal were found within specification. Per microscopic analysis, the separated sections of the unit were reviewed under the vision system and evidence of elongations and plastic deformation on frayed edges were observed. No other issues were noted during microscopic analysis. Sem analysis was not performed to the received separated csi cannula sheath unit due to the separated cannula body and external edge surfaces were observed under vision system and showed clear evidence of elongations at separation. Elongations characteristics present evidence of an application of a tension force that induced the cannula body separation. A review of the manufacturing documentation associated with lot 17590253 was performed and it was found that no issues were noted that were considered potentially related to the reported complaint. The event reported by the customer as ¿catheter sheath introducer (csi)-separated - in patient¿ was confirmed due to the kinked and separated condition in which the product was received. The exact cause of the kinks, as well as, the separated condition found on the csi cannula could not be conclusively determined during the analysis. However, procedural/handling factors may have contributed to the event reported as the presence of elongations were noted during analysis. According to the product instructions for use, users are cautioned that if increased resistance is felt upon insertion or withdrawal of the csi, investigate the cause before continuing. If the cause of the resistance cannot be determined and corrected, discontinue the procedure and withdraw the csi. Neither the DHR review nor the product analysis suggests that the reported event could be related to the csi manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Event description:
Additional information received indicated that the procedure was an interventional endovascular procedure. The target lesion was the superficial femoral artery (sfa). No target lesion characteristic information was available/provided. There was no product withdrawal difficulty reported. No additional intervention was necessary in order to remove the separated portion of the device from the patient. The device separation reported was described as separation of the hub from the body. There was no reported difficulty inserting the device into the patient. The additional equipment used during the procedure was reported to be not applicable. There were no reported product issues with the additional equipment used. The product was stored properly according to the instructions for use (IFU). There was no reported damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the IFU with no problems noted during preparation. There was no other product issue noted either at the account after the procedure or prior to shipping for inspection. The product was returned for inspection and the preliminary comments indicated that no secondary failure was noted. No additional information is available.